Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the check button on the infusion device does not always work. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.